Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the distal part of the sheath (black part, radiopaque) had kind of a tear damage. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.